Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue. No replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not alarm low battery prior to replace battery now alarm more than once. The customer's blood glucose was 7 mmol/l at the time of incident. Troubleshooting was completed but did not resolve the absence of alert/alarm. The insulin pump was returned for analysis.